Manufacturer narrative:
Preliminary analysis did not reveal any irregularity; based on hrs recommendation, normal battery depletion occurred.

Event description:
Reportedly the subject device reached the recommend replacement time and was explanted on (B)(6) 2017; whereas the time to eri displayed on (B)(6) 2016 was 27 months.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly the subject device reached the recommend replacement time and was explanted on (B)(6) 2017; whereas the time to eri displayed on (B)(6) 2016 was 27 months. Preliminary analysis did not reveal any irregularity; based on hrs recommendation, normal battery depletion occurred.

Event description:
Reportedly the subject device reached the recommend replacement time and was explanted on (B)(6) 2017; whereas the time to eri displayed on (B)(6) 2016 was 27 months.